Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that patient hasn't used the stimulator since it was implanted because they had good pain relief for about 3 weeks after implant and then it stopped and patient hasn't used it since. Caller states that they are trying to get patient an MRI today but the controller is showing an error that says the controller charge level is too low and needs to be charged more. Agent reviewed that the controller needs to be charged up further before they can charge the patient's implant. Caller confirmed that they had the controller plugged into the ac power supply for only about 10 minutes. Technical services (tss) reviewed charging controller further and then they would be able to charge the ins.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.